Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient just had a baclofen toxicity situation. The caller reported they thought the patient ran out of medication as they started seeing signs of problems which the caller described as withdrawals shortly after the fill. The caller stated that they thought that the needle came out and they didn't get the whole fill in. The caller reported the patient was supposed to have 5 cc's in the pump, but when they checked it shortly after the fill in (B)(6) it was at 0.04, so not even at a therapeutic level. The caller reported the patient became catatonic for a while, was extremely ill, ended up with 3 different hospitalizations over a month, and got acute pancreatitis from the stress. The caller reported the pump did not alarm during this time. The caller added that the patient was okay now. The agent reviewed the pump alarm information and redirected the caller to their healthcare provider to further address.

Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.